Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 4 in 1 cutting block was used to make chamfer cuts. Medial and lateral pin holes were pre-drilled and 2 pins (smooth) were placed during sawing. Pins were vibrated forward into the patient's femur. The pins were never removed as they were believed to have come out. They were discovered after implants were cemented in place. Pins were left in the patient as they look to be secured.

Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.